Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a mesh around the vaginal wall procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, three months after the operation it was found that a 5 mm diameter on the posterior forearm (probably a part of arm) was exposed and granulation was confirmed during medical check-up. The patient had taken estriel tablet of 1 mg/day for 1 month and was under follow-up observation after that. Treatment was performed by conservative treatment including the use of estrogen and antibiotic. Reportedly, the mesh was placed in the vaginal wall, and difficulty in sexual intercourse was felt.